Event description:
The distributor reported that a foreign subject was identified in the spike tubing within the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: one unused suspect device was returned for eval. However, the eval has not been completed. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the eval has been completed.